Manufacturer narrative:
One actual sample was received for evaluation. Visual inspection identified a broken occlude foot. Functional testing, including clear passage testing was performed with no issues noted. The reported issue was verified. The cause of the event was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked between the twist sleeve and main body after twist clamp closed. The transfer set had been in use for a month. There was no patient injury or medical intervention associated with this event. No additional information is available.